Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported difficult to remove (gripper line) was not confirmed. The returned device analysis confirmed that the proxy gripper line was able to retract to be removed from the device. No issues were noted and the device functioned as intended. The reported knotted gripper line could not be tested during the return device analysis as the gripper line was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to remove (gripper line) could not be determined. During the returned device testing, the proxy gripper line was removable with no curves on the device, which indicates that the resistance encountered while removing the gripper line was predominantly a result of curvature placed onto the system. It is possible that the user technique of unwrapping the gripper line caused the formation of the reported gripper line knot; however this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the leaflets were grasped without issue. Deployment steps were performed; however, after approximately 6-12 inches of the gripper line was retracted, the line became stuck. It was suspected that there was a knot in the line. As the other end was already inside the handle, it could not be pulled. Troubleshooting was performed, but the line did not move. The decision was made to remove the cds with the gripper line in place. After the cds was removed, the gripper line was easily removed from the clip, and the procedure was complete. One clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.